Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. The customer stated that display was solid white. Troubleshooting was performed but did not resolve the issue. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partial white display due to cracked and bleeding lcd glass. Unable to perform displacement test and selftest due to partial white display.